Manufacturer narrative:
Follow-up information received on 21-dec-2015 - ptc investigation result: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced episodes of pain 2 days after the placement of essure. A fallopian tube was removed 4 months after essure insertion, and the pain episodes resolved. This event, interpreted as pelvic pain, was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the positive temporal relationship, nature of the reported event, and since the pain resolved after salpingectomy (although it is not clear whether both inserts were removed), causality with essure cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Based on the available information no product quality defect was confirmed. Further information is expected.

Manufacturer narrative:
Follow-up information received on 12-feb-2016: (B)(4). The reporter did not respond to all required follow-up attempts. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-feb-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced episodes of pain 2 days after the placement of essure. A fallopian tube was removed 4 months after essure insertion, and the pain episodes resolved. This event, interpreted as pelvic pain, was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the positive temporal relationship, nature of the reported event, and since the pain resolved after salpingectomy (although it is not clear whether both inserts were removed), causality with essure cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Based on the available information no product quality defect was confirmed. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a physician in (B)(6) on 26-nov-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2015. Essure had been placed 5 months earlier. The placement was easy. The patient experienced episodes of pain 2 days after the placement of essure. Inserts were in place at the control visit. A fallopian tube was removed 4 months after the placement of essure. Salpingectomy was performed following episodes of pain. Since that, episodes of pain resolved. The surgeon did not understand why the patient experienced episodes of pain as the inserts were in place. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced episodes of pain 2 days after the placement of essure. A fallopian tube was removed 4 months after essure insertion, and the pain episodes resolved. This event, interpreted as pelvic pain, was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the positive temporal relationship, nature of the reported event, and since the pain resolved after salpingectomy (although it is not clear whether both inserts were removed), causality with essure cannot be excluded. This case was regarded as incident since a surgical intervention was performed. A product technical analysis and further information are expected.